Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 (6400) was continuously alarming. The patient also reported that there were no messages on the screen. The patient was advised to switch over to their back up pump. A replacement pump was sent to the patient. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found the pump to be damaged. There was no evidence of the reported complaint found in the event history log. However after power up of the pump, the complaint was verified as it "double beeped" continuously. The dso was replaced as a result. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.